Event description:
Territory business manager stated that the leg snap pin on the 6599 bariatric commode allegedly broke after a short period of use. No injury. (B)(4) has been issued for the returned of the product to invacare for an inspection. Malfunction has not been confirmed.